Event description:
It was reported that during a da vinci surgical procedure, it was noted that the tips were not aligning on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .124 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the clevis. The instruments pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visable scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.